Event description:
On (B)(6) 2011, patient reported his infusion device is showing the basal rate as 0.0 u/hr. Patient stated he set the basal rate before calling but it did not save the information. Patient reported, he thinks there may be something wrong with the infusion device as this has never happened before. Patient stated, the infusion device should show 1.0 u/hr for all 24 hours. Assisted patient with setting all 24 hours in profile 1 then verified the new total and had him press the check button twice to save the information. Patient verified the basal rate setting when he was back in the run mode. Patient reported, the infusion device has been displaying the correct basal rate for the last three weeks but today it showed all 0.0's. Advised patient the basal rate should not erase. Advised patient on how the basal rate may be changed. Patient stated his blood glucose level was showing 'hi' and he was thirsty. Patient reported that is what made him look at the infusion device setting. Patient stated he self-treated with a 30.0 unit bolus of insulin and is feeling better now. Patient reported, he will check his blood glucose again before going to bed. On follow up call on (B)(6) 2011 patient reported he checked the infusion device every couple of hours all day and it is showing the correct basal rates. Patient stated his blood glucose level is 152 mg/dl which is normal for him. Patient's normal blood glucose range is 120-160 mg/dl. Patient reported that prior to receiving the 'hi' blood glucose reading last night; he had been experiencing elevated blood glucose readings for the last couple of days in the 300's mg/dl, but never looked at the infusion device during this time. Patient stated, the infusion device may have been 0's for a couple days, he just does not know and was not able to say how long prior to calling he had checked the infusion device and basal settings. Patient reported, he keeps a cell phone in a case next to the pocket he keeps his infusion device in. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.